Event description:
It was reported that postoperative toxic anterior segment syndrome (tass) infections were observed in different patients associated with six different product serial numbers. Patients experienced infection, sought medical attention, and were prescribed medication. All patients were reported as fully recovered although their daily activities were significantly affected during the event. No further information was provided. Separate reports are being submitted for each patient/ lens.

Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.